Event description:
The original analysis determined that the complaint fell into the exemption category (rae # 2005015). Failure investigation in 11/2005 concluded that the failure was isolated to the main pcb. This issue is not addressed by remedial action exemption # e2005015. There was no pt harm reported.